Manufacturer narrative:
Concomitant medical prdoucts: mdt-lead, implanted: (B)(6) 2016; unk-comp lead .

Event description:
It was reported that the patient was seen at the hospital due to shivering and pain at the pocket site and in the left shoulder. The patient had developed a pocket infection and was prescribed antibiotics. A week later, there was a disunion of the scar. It was also reported that the final diagnosis for the patient was initial endocarditis. The system was subsequently explanted. The patient is a participant in the (B)(6) trial. No further patient complications have been reported as a result of this event.